Event description:
A malfunction alarm identified as malf 12 was reported by the customer. There was no reported impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump, and after resetting, the malfunction did not recur. The customer continued to use the pump for insulin therapy.